Event description:
A dialysis facility reported that during a routine check approx 1 1/2 hrs into a hemodialysis treatment, the staff noted that the venous line had separated from the pt's subclavian catheter. There was reportedly no machine alarm and the blood pump was still running. Estimated blood loss was 600 ml. The pt became unresponsive and arrested. Cause of death reported was cardiac arrest. No specific cause was reported.